Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. The cause of this event is unknown.

Event description:
The customer reported discrepant sodium and pco2 results on the rp 500. There was no report of injury due to this event.

Manufacturer narrative:
A review of the data provided by the customer indicates this sample appears to be impacted by fibrin or accumulated protein material in the sample path, which interfered with measurement of several analytes. It is also suspected that the sample was contaminated with salt. The measurement cartridge was returned for investigation where a deformed luer wash port was observed.